Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 196, 150 mg/dl. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported. Note - customer was using expired control solution.